Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable. As such surgical intervention took place and system explanted.

Manufacturer narrative:
Section b3-date of event is estimated.